Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive any system component involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. A site history was performed and no related complaints were found. As of the date of this report, no image or video of the system error was received for review. A system log review was performed and the error 90 non recoverable fault was noted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had error 90, a non recoverable fault. The customer power cycled the system and even after the hard power cycle, the issue remained the same. The technical service engineer (tse) found error 90 on the patient cart controller (pcc). The customer performed the hard power cycle on the patient side cart (psc) and the system booted up with the same error 90. The procedure was converted to open surgery. Intuitive surgical inc. (Isi) followed up with the tse and obtained the following additional information: there were no issues noted during system set up and the system booted up normally. There were no issues with the port placements. The surgical staff did not observe any outside influences that were impeding movement of the system or patient side monitor (psm). The customer did not attempt to reset the instrument or drape. The procedure was almost finished when the issue occurred. As of the date of this report, it is unknown if there were any post-surgical complications to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of the he customer converted after the start of the procedure due to an error code (ec) 90 non- recoverable fault. B1 updated from "product problem" to "adverse event and product problem". Annex e updated to include e2403 - no clinical signs, symptoms or conditions. Annex f updated to include f23 - unexpected medical intervention. Annex a updated to include a090209 - visual prompts will not clear. Annex g updated to include g07002 - appropriate term/code not available. Annex b updated to include b17 - device not returned. Annex c updated to include c20 - no findings available. Annex d updated to include d15 - cause not established.